Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Date of event was estimated on initial report. Date of implant was estimated on initial report.

Event description:
It was reported that during a procedure, an unspecified stent had dislodged in the difficult patient anatomy. The stent dislodged at the site of a second lesion that the physician intended to stent; therefore, the physician advanced a dilatation catheter to the site and expanded the stent. There were no reported adverse patient sequelae and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.